Event description:
It was reported that this left ventricular (lv) lead was surgically explanted and replaced due to observations of loss of capture. No additional adverse patient effects were reported.